Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the lamp needs to be replaced. This was noted prior to a surgical procedure. There was no patient involved.

Manufacturer narrative:
The company service representative examined the system and found the system displaying system message (sm) - ¿the lamp has exceeded its rated life: lamp needs to be replaced. Please contact field service.¿ the company service representative replaced the lamp. The system was then tested and met all product specifications. The system was manufactured on july 21, 2011. Based on qa assessment, the product met specifications at the time of release. The sm displayed is an advisory for the user to replace the lamp after it has reached 400 hours and can only be cleared by the user pressing a button on the screen. As the lamp is rated for 400 hours of use, after this time the lamp¿s performance will decrease; however, the lamp can still be used after this system message is acknowledged. The root cause can be attributed to the lamp which exceeded its rated life. (B)(4).